Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that insulation was damaged.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: cracked end where insert goe. Confirmed failure: no problem found. Probable root cause: poor autoclave reliability. Incorrect sterilization/reprocessing procedure. Handling procedures. Contact forces. Product used beyond defined useful life. Mfg date:the device manufacture date is not known. (B)(4).

Event description:
It was reported that insulation was damaged.